Event description:
The customer contact reported a crack in the tubing; subsequently a leak was noted. The tubing set was being used to deliver an unspecified volume of fresh frozen plasma (ffp). After an unspecified length of time, it was reported that an unspecified volume of solution leaked from the tubing proximal to the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. During visual examination at the user facility, a crack was noted in the tubing of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.